Event description:
It was reported that during a percutaneous intervention treatment procedure, a balloon rupture occurred. The target lesion being treated was located in the proximal radial artery. The wanda balloon catheter was advanced to the lesion and inflated, the balloon ruptured at 15 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon showed evidence of being inflated. There was blood present in the balloon. The device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. The leak was noted in the shaft just proximal to the proximal balloon bond area. There was no leak noted to the balloon. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention treatment procedure a balloon rupture occurred. The target lesion being treated was located in the proximal radial artery. The wanda balloon catheter was advanced to the lesion and inflated, the balloon ruptured at 15 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).